Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0x3lw, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapy. The patient had to turn up the it was reported that there was a loss of therapy. The patient had to turn up the stimulation and then after some time the stimulation stops and her symptoms return. The does feel stimulation. Symptoms reported was leaking. There was a sudden change in therapy/symptoms. The patient was at 1.7 volts yesterday and turned it up to 2.2 volts. The neurostimulator was for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stimulation. Additional information received from the patient reports every time he turn it up it will do the same. It would work for about an hour. It was reported that the patient was going to the bathroom more. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor .